Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, failures related to the power mgmt board, the internal battery, and the sys board were observed. The device's power mgmt board, internal battery and sys board were replaced to address the issue. This report is being submitted as a part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.